Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 567 mg/dl. The customer treated with manual shot. Troubleshooting was performed. The insulin reported insulin flow blocked during bolus/basal. The customer reported alarm did not occur during manual prime. The customer reported event to be resolved by infusion set change. The product was not returned for analysis.